Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice during use during fill 1. The patient was connected. The patient stated that they had bypassed the initial drain and started the fill. The patient stopped the fill due to seeing air in the patient line. The baxter technical service representative (tsr) had the patient check the patient line clamp. The patient stated that the clamp was closed during the prime. The tsr assisted the patient with ending therapy so that the patient could start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported air it the patient line. The rn stated the patient did not make her aware of the event. Baxter product surveillance informed the rn that it was found that the patient had left the patient line clamp closed during prime and proceeded to connect and start therapy. Baxter product surveillance recommended the rn review proper procedures with the patient. The rn stated that as far as they knew, the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for air in the patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, the clamp on the patient line being closed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.